Event description:
Boston scientific has become aware of the following event: the lesion was 99% of stenosis with calcification and not tortuosly at cx distal. The diameter of the lesion was 2.5-3.0mm three cyper stents were implanted from posterior descending branch to cx distal. The catheter got caught in the distal stent at the withdrawal and couldn't be removed. The imaging core was retrieved from the outer sheath. Then, a 0.025" wire was inserted into the outer sheath and the catheter was able to removed with torque. Exchanged another catheter, the procedure was completed.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.